Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that during patient treatment, the ventilator generated technical error codes for disabled valves and communication error. There was no patient harm. The control printed circuit board (pcb) was replaced and returned for investigation. An inspection of the returned control pcb showed no anomalies. The evaluation of received device logs confirms a single occurrence of the reported technical error codes and a stop of ventilation on the date of event while on patient. The technical error codes indicate disabled valves and a control pcb communication failure with the monitor pcb. Some hours before the event breathing software errors were logged. These errors may indicate a bad or an incipient bad flash memory. The returned control pcb was installed in the reference ventilator. Several pre-use checks passed and simulated use test ventilation ran for 5 days without any deficiency noted. The control pcb was briefly stress tested. It was provoked by exerting selected components for mechanical tapping/pressure and moderate cooling /warming. No deficiency was noted. If a defect related to the reported error codes appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. If the failure appears during startup, an alarm will be generated and ventilation cannot be started. The conclusion in this matter is that the reported issue could be confirmed in the received device logs but not during laboratory tests. The returned control pcb worked according to its specifications during the investigation.

Event description:
It was reported that during patient treatment, the ventilator generated technical error codes for disabled valves and communication error. There was no patient harm. (B)(4).